Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to inappropriate therapy. The patient received four shocks from their implantable cardioverter defibrillator (ICD); the first shock was due to ventricular fibrillation (vf) acceleration from anti-tachycardia pacing. The second shock converted patient to atrial fibrillation (af), the third shock put the patient into atrial fibrillation (af) with rapid ventricular response and the fourth shock converted the arrhythmia. As well, the patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing. Follow up indicated no intervention was done. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.